Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity related to head/brain injury. The pt experienced a decreased therapeutic response and was begun on oral baclofen. The amount of drug remaining in the pump on refill was 18cc, which was greater than the 10cc expected on pump telemetry. The hcp perfomred an x-ray rotor study which showed the pump rotor had stopped. A catheter x-ray showed the catheter was kinked. The pt underwent explant of the pump and catheter, followed by implant of a new synchromed pump and catheter in 2000. The explanted devices were returned to the MFR for analysis. The pt resumed intrathecal baclofen and is improved.